Manufacturer narrative:
(B)(4). Date sent: 09/10/2020. Per photographic evaluation: upon visual inspection of one file with five photos, the following was observed: three photos show tissue with an unusual color on the tissue what appears to be bleeding or a hematoma. Two photos show tissue with no damage apparent. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: why does the surgeon believe post-op complications are associated with the device? Posterior anastomotic dehiscence with mucosal slough out with bleed occurred on pod3 which is not usual with leaks due to local causes. How low was the lar (how far above the dentate line)? 2 cm above dentate line. What were the indications for surgery? Ca lower rectum. Did the patient receive any preoperative chemotherapy or radiation? Short course rt. What healthcare professional fired the device and what is his/her experience with the device? Surgeon himself. (G.I surgeon with experience of > 50 cases). Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe complete doughnuts. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were there any issues noted with staple formation at any point throughout the care of the patient? Post anastomotic dehiscence with mucosal slough out with rectal bleed on pod 3. Was a leak test performed? If so, what type and what was the result? Yes. Negative leak. What was observed at the site of the leak upon reoperation? Pt has diversion stoma. Was managed conservatively with endoscopic drainage of collection. What was the total estimated blood loss (ml)? 30-50 ml daily for 5 days. Was a transfusion required? 1 unit. What was the pre and postoperative anti-coagulant and pain management protocol? No lmwh. Adequate analgesia was given. Was the bleeding intraluminal or extraluminal? Intraluminal. What is the current patient status? On diversion stoma. Will land up with permanent stoma during next surgery. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the posterior rectal mucosa sloughout with anastomotic dehiscence occurred post-operatively; lar. No revision surgery required, but patient gone through endoscopy procedure. There was inflammation with bleeding.